Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for service and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had network issues. A technical support specialist found the original issue resolved as workflow which involved technologist attempting to pull controlled medication under another user's account. A technical support specialist confirmed that the issue at its core was related to duplicate cases since closed the case.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, had authentication issue. The customer stated that they had a patient in the operation room and were unable to get in the machine. The customer stated that the malfunction could definitely cause issues and delays in care if it happens during an emergent situation. The crna tried rebooting several times and after a few minutes they were finally able to login. There were no adverse events or injuries reported based on this incident.